Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is noted that the customer has requested if the reported devices were subject to recall. It has been confirmed that none of the devices were subject to recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2013. Patient reported discomfort and stated her current surgeon noted loosening of the shell. Patient would like to know if her implants were involved in a recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2013. Patient reported discomfort and stated her current surgeon noted loosening of the shell. Patient would like to know if her implants were involved in a recall.